Event description:
It was reported that the right ventricular (rv) lead fractured leading to the patient receiving numerous inappropriate shocks due to noise. It was also reported the rv lead exhibited high impedance and high threshold. Therefore the rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to abrasion while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation breach, the proximal fracture, and the rv exposed coil fracture occurred in-vivo when the lead abraded against the previously capped rv lead that was also in-vivo. Concomitant product: 5076 implantable pacing lead 2003 (B)(6). (B)(4).